Event description:
A customer contacted baxter's technical service center regarding a burnt odor that occurred on the homechoice (hc) machine. This event occurred during patient use, the patient was not connected. The home patient (hp) stated the hc had a burning smell all night. The machine is being swapped. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) to the hp until the new unit arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. On (B)(6) 2012, baxter followed up with the hp. The hp stated that she is ok and has been able to continue therapy. On (B)(6) 2012, baxter qs followed up with the home patient. She stated her homechoice was making a burning smell and she had the machine swapped. She stated she is ok and has been able to continue therapy. She has had no issues with the swap.

Manufacturer narrative:
(B)(4). This homechoice device did not meet specifications upon arrival, thus repair was required. Evaluation and testing of this device was performed in accordance with baxter procedures. The reported condition of "hc making a burning smell all night" was not confirmed nor duplicated. Visual inspection found no observations. The power on self test was successfully completed. The assignable cause of the reported problem was undetermined. No specific action was taken to correct the reported condition as the unit was repaired according to required procedures and it passed all check and calibration tests successfully during service. The hc was returned to the loaner pool in good working condition. Previous service history review had no issues that were related to the current report.

Manufacturer narrative:
(B)(4). The sample has been received, but the investigation is not yet completed. A follow-up report will be filed should any significant supplemental information become available.